Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise via a decrease in the intrinsic amplitudes. The system had been implanted approximately one hour earlier. There were x-rays done which indicated good electrode insertion into the device header. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.